Event description:
It was reported electrode three showed impedance greater than 10,000 ohms when testing at 0.7 volts. The patient did not have any signs or symptoms. The intervention included reprogramming and the event was ongoing at the time of report. The event was not related to the implant procedure and not applicable to the device or therapy. If additional information about outcome is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3777q60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777q60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37744q, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received from a manufacturer representative reported the event reported in MFR report # 3007566237-2015-02145, pertains to this event and all additional information received will be reported in MFR report # 3004209178-2014-17378. MFR report # 3007566237-2015-02145 indicated there were no high impedances and the patient was explanted and discontinued from the study, but it was later determined this information did not pertain to the patient involved in this event.

Event description:
It was later reported that the outcome was updated to ongoing with no further action needed. Reprogramming was done again. Impedance measurements were taken and electrode impedance results included many pairs that were greater than 10,000. Print out showed electrode impedance at 0.70 amplitude having some electrodes out of range; all combinations with 3 were >10,000. Other impedance values were 1-1787, 2-2239, 3- >10,000, 4-1973, 5-1777, 6-4887, 7-8145, 8-1973, 9-2269, 10-2051, 11-2276, 12-2307, 13-2225, 14-2254, 15-2051. Neurostimulator status was ok. The ins clock had changed. There were no patient symptoms. Battery longevity estimation was done; estimated battery life from date of implant which was (B)(6) 2013 was 13 months and estimated battery life currently remaining was 0 months.